Manufacturer narrative:
Device MFR date: monitor sn (B)(4) - 11/2010 (reuse); electrode belt sn (B)(4) -04/2012 (reuse). Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and belt were fully functional .

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient passed away on (B)(6) 2014. Prior to passing, the patient experienced an inappropriate defibrillation event. Review of the event reveals the patient was treated 14 times between 20:27:23 and 20:45:48 during asystole. The post-shock rhythms were asystole. Over-sensing of small cardiac signal contributed the false detections. The response buttons were not pressed during the entire event. The patient passed away that day.